Event description:
Electrical connection problem. Manufacturer response for tacticath quartz 75, tacticath quartz 75 (per site reporter): none known.

Manufacturer narrative:
Device model #: for type of device: cardiac ablation percutaneous catheter. Unique device identifier (UDI): for type of device: cardiac ablation percutaneous catheter.

Event description:
Electrical connection problem. Manufacturer response for tacticath quartz 75, tacticath quartz 75 (per site reporter) none known.